Event description:
It was reported that pump displayed malfunction code 16 with associated fault ID and could not be reset, with no notable events occurring before the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer was informed pump needed replacement, received replacement pump, and arrangements were made for continued insulin delivery and confirmation of shipping details, while no additional information was provided regarding return of malfunctioning pump.